Event description:
Legal claim received. It is alleged that the patient had to have her "depuy duraloc marathon replaced due to clicking and pain."

Manufacturer narrative:
Update: **update** (B)(4) 2013- part and lot information was received. Patient was revised originally for clicking and pain. Acetabular liner was the only thing that was originally reported. The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd (B)(4) 2013- medical records received. The correct doi and dor were provided. Revision operative notes indicate a loose femoral component. Depuy still considers the investigation closed

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Doi: (B)(6) 2001- dor: (B)(6) 2002 (right hip). The devices associated with this report were not returned. Review of provided medical records confirm femoral stem loosening. A review of the device history records and sterile certifications for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies and/or non conformances. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.